Event description:
The core lab identified stent fracture on all 3 implanted cypher stents.

Manufacturer narrative:
This product is not available for testing and evaluation. Additional info rec'd will be submitted within 30 days upon receipt. This is one of three products used in the same procedure that were submitted under the following manufacturing number 3003742446-2006-00774.